Manufacturer narrative:
Document review: versafitcup cc highcross pe acetabular liner: ref. (B)(4) / lot 131283 ((B)(4) liners produced): all parameters were found to be in accordance with the specs valid at the time of mfg. Ninety-six liners belonging to this lot have been already sold without any similar event. Versafitcup cc trio cup: re. (B)(4) / lot 131668 ((B)(4)shells produced): all parameters were found to be in accordance with the specs valid at the time of mfg. Seventy cups belonging to this lot have been already sold without any similar event. From the data collected, there are no evidences that the event is device related, but it is more likely due to something wrong done by the surgeon during impaction, as reported by the complainer.

Event description:
Ref. Imp # (B)(4).